Manufacturer narrative:
No investigation has been possible. The user facility cancelled the call. No inspection was made or will be made by our field service engineer. Information of how the issue was resolved or whether any parts were replaced was not provided despite our attempt to obtain it. Therefore the reason why the ventilator failed the pressure transducer test during pre-use check has not been determined.

Event description:
It was reported that the ventilator filed pressure transducer test during pre-use check.' There was no patient involvement. Manufacturer's ref#: (B)(4).